Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 332 mg/dl. Customer stated that the keypad on the insulin pump was unresponsive. It was found that there may have been possible sweat exposure. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up or moisture damage on electronic assembly or motor noted. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.